Manufacturer narrative:
Section h10: (h3) the engineering evaluation noted in the revision reported was likely the result of aseptic (non-infected) loosening, which damaged the bond between the implant and the bone and likely contributed to the reported pain. However, this cannot be confirmed as the explants were not available for evaluation no information provided in the following section(s): a2, a4, a5, b6, b7, d4 (catalog number, serial number, and exp date), e3, g4, g5, and h4.

Manufacturer narrative:
Pending evaluation. No information provided in the following section(s): catalog number, serial number, and exp date.

Event description:
Index surgery of optetrak knee components of the right knee in 2015. Revision due to pain in (B)(6) 2018. Female patient underwent revision and said that a ¿nuclear¿ analysis showed the implant was coming apart or debonding.